Event description:
It was reported via trial that approx 8 months post implantation of one xience v stent in the proximal including the ostium of the circumflex (cx) artery, the pt experienced chest pain. On (B)(6) 2010, the pt was hospitalized and found to have in-stent restenosis in addition to a de novo lesion. Two non-abbott stents were placed, one in the proximal cx and one in the left anterior descending (lad) artery. The pt also received some integrilin. There was no adverse pt sequela reported and on (B)(6) 2010, the pt was discharged to home. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B)(4) - indication for use. Eval summary: there was no reported product deficiency. The reported angina and re-stenosis are listed in the instructions for use as known adverse events. It was reported that the xience stent was implanted in a re-stenosed artery. It should be noted that instruction for use (IFU) states "the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in pts with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28mm) with reference vessel diameters of 2.5mm to 4.25mm". The reported treatment of in stent restenosis does not appear to have contributed to the reported complaint. Although a conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to mfg, design or labeling and the treatments appear to be related to the operational context of the procedure.